Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) exhibited tissue buildup which prevented it from being implanted. A different lp was used to complete the procedure. The patient was in stable condition.